Event description:
A female pt was diagnosed with a corneal ulcer while using a sample kit of renu with moistureloc multi-purpose solution for approx 7 to 10 days. In addition to the product, the pt used other unspecified companies sample solutions, and a clinic supply of an unspecified bausch & lomb solution on three occasions during contact lens fitting. Her eye symptoms began with redness, irritation, and pain. Her condition progressed and could not wear contact lens for more than a few hours at a time. She also noticed a white matter collecting in the corner of her eyes that was clear. Medical records were received, and indicated that the pt went to an ophthalmologist in 2006, with complaints of red eye, photophobia, and mucoid discharge during several days of contact lens wear. Clinical impression included conjunctivitis which appeared to be due to contact lens over wear, corneal ulcer (right eye), corneal abrasion (left eye), traumatic optic neuropathy, migraine, and esophoria. The hvf/humphrey visual field test done in the left eye showed positive apd/afferent pupillary defect and no iris defect. The pt was prescribed ocuflox 6x a day. Eye exams (i.e. Hvf/humphrey visual field, dfe/dilated fundus exam, for esophoria, gonioscopy) were performed. Discontinuation of contact lens wear was recommended. Three days later, the pt was seen for a follow-up. Medical progress notes indicated her "eyes feel better, less blurry in both eyes, and apd/afferent pupillary defect-positive." Visual acuity: 20/25 (right eye), 20/80 (left eye). Intraocular pressure of both eyes 16 mmhg. P/periphery 528 (right eye), 538 (left eye). Corneal ulcer/abrasion in both eyes were resolved therefore, discontinuation of ocuflox was ordered. Conjunctivitis was confirmed to be contact lens related. For optic neuropathy condition, the pt had optic atrophy in the left eye and showed no defect in the right eye. History of head injury was noted. The hvf/humphrey visual field test showed the left eye defect was indicative of optic nerve-occipital cortex defect with evidence of possible glaucoma. Plan included to follow with hvf/humphrey visual field test in 4 to 6 months and treatment of alphagan p for neuroprotective consideration. Further info was obtained from the ophthalmologist. There was no culture done, therefore, the corneal ulcer was presumed infectious. The ulcer was located outside the central 4mm of the cornea. The pt's visual acuity was 20/25 after the resolution.

Manufacturer narrative:
No product was returned. Based on available info no causal factors can be determined, and no conclusion can be drawn. Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous product lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.